Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health care professional made an inquiry regarding the rate of the patient¿s implantable cardioverter defibrillator (ICD) battery depletion. It was noted that the patient had received a significant number of shocks resulting in a lower longevity estimate. Follow-up with the clinic did not confirm that the shocks were appropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.